Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have mechanical/indentation burrs on the bipolar yaw pulley which may indicate potential mishandling or misuse the instrument. Additional related observation reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation. The internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. Visual inspection revealed no signs of missing parts. The instrument passed the electrical continuity test. The probable root cause of nicks and gouges on the yaw pulley is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, or abrasive instrument cleaning. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.